Manufacturer narrative:
H.6. Investigation summary: three photo were provided to our quality engineer for investigation. Through visual inspection, a leakage between the stopper ribs was observed. The stopper was properly assembled to the plunger and no damage could be identified that could have contributed to this issue. A device history review was performed for the reported lot 1903226, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of lot 1903226 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: when sampling, a few drops of the product flowed along the syringe. Clinical consequences: none; actions taken: device kept for expertise and change of the syringe. Loss of some of the product and change of clothes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: when sampling, a few drops of the product flowed along the syringe. Clinical consequences: none. Actions taken: device kept for expertise and change of the syringe. Loss of some of the product and change of clothes.